Event description:
The catheter was placed in a neonate via the right antecubital vein with the tip in the superior vena cava. The catheter placement was confirmed via x-ray. One day later, the pt had swelling in the chest. The chest was tapped and hyperalimentation was drained. The catheter was removed.